Event description:
It was reported that cartridge alarm 30 occurred while pump was in use. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through loading new cartridge using proper technique, successfully loaded replacement cartridge, and was able to resume insulin therapy, while original cartridge lot information remained unavailable.